Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the patient underwent an amputation below the elbow due to the severity of the injury. This event occurred five (5) days after the jet-x system application to treat an opened and closed humeral supracondylar fracture. The current state of health of the patient is unknown. This information was provided as part of a multi device data collection activity associated to the jet-x pmcf study; therefore, no further details are available at this time.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this information provided was part of a multi-device data collection associated to the jet-x pmcf study. Per the complaint, no further information will be provided. Consequently, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes that could contribute to the reported event have been identified as patient reaction, surgical technique, post-operative healing issue and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H11: this complaint has been reassessed based on additional information gathered by the manufacturer. It was determined that this event does not fulfill reporting requirements per 21cfr803. The patient sustained a severe traumatic injury to the right upper extremity that was initially taken to the operating room and the general surgery trauma team and plastic surgery. He sustained a severe soft tissue avulsion injury of the ventral aspect of the right forearm and upper arm, sustained a vascular injury and nerve injury. The patient was taken to the or for I & d and placement of an external fixation hardware from smith+nephew (jetx) as a temporary measure. During this procedure, it was determined that the patient's forearm was not salvageable due to the severe soft tissue trauma and vascular injury. Patient elected for an above versus below right elbow amputation which was performed on (B)(6) 2018. The contribution of the smith+nephew devices to the reported event can be discarded. This complaint is now considered non-valid.